Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the manufacturer's representative (rep) thinks this is the patient's 3rd overdischarge and wanted patient services to check records. One previous od that was reported to the manufacturer was found on record. Patient services explained that if this was the 3rd od, end-of-service (eos) would appear on recharger. Rep will talk to hcp about how to proceed. Additional information was received from the rep reporting that the patient had an ins replacement on (B)(6) to resolve the overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced on oct-04. The ins was not returned as the customer had discarded it. No further complications were reported/anticipated.